Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. The patient's blood glucose results were 82mg/dl,122mg/dl,94mg/dl. Tests were done < 10 minutes apart with a difference of 24mg/dl. Patient did not experience any adverse events. No further information has been reported .